Event description:
It was reported that an aspiration was performed for cell count due to pain.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documents provided and reviewed, arthrofibrosis and aseptic loosening of the tibial baseplate is the root cause of the revision. The root cause of the patient¿s continued post-revision right foot issues cannot be determined; however it was noted by the surgeon that ¿it is really rare to have a tibial nerve issue in the plantar aspect of the foot from a knee replacement.¿ a review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.